Event description:
A caller from the coroner's office called requesting information on the specifications of the insulin pump. The caller stated that they were investigating the possibility of medical neglect by a mother that may have caused the customer to pass away while wearing the insulin pump. The caller wanted to know what alarms the insulin pump should give, and also how much insulin the reservoirs hold. The caller did not provide any customer information. Advised the caller of some of the alarms, and referred her to the website for further information. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.